Manufacturer narrative:
Philips service rebooted the system and identified a ups inverter error as suspected. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to phillips that the table locked with motorized issues and suite pc post failure on an azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.